Event description:
It was reported that when using the bd pyxis¿ anesthesia station es shown devices with download delayed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device with download delay and c drive was full. A field service engineer fse resolved the issue by remoting into the server and station deleting unused space and repairing the database. After the reboot the station completed windows updates and the synchronization status showed all units were caught up. One failed drawer required recovery and emails were sent to the customer. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.